Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The actual pumps involved in the reported incident were not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs, no specific conclusions could be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to get more information are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: even though they account for overfill when programming the infusions, the pump will drop to kvo when there is still 30-50 ml left in the bag.